Event description:
Additional information was received that the device was reprogrammed to resolve this event.

Event description:
It was reported that, the patient experienced atrial tachycardia due to competitive atrial pacing which was observed on the device. Reprogramming is planned to resolve the event. No intervention has been performed at this time. The patient was stable.